Event description:
It was reported that this inflatable penile prosthesis could not be fully inflated by the patient. A surgical procedure was performed, and it was noted that the reservoir had a fluid loss, due to a hole. All components were removed and replaced. There were no patient complications reported.